Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug light (device #3) may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Lot number not valid for reference number; therefore a review of the manufacturing records is not possible. No specific device issue has been alleged, and no sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol perfix plug light (device #3). An additional emdr was submitted to represent the bard/davol perfix plug (device #1) and perfix light plug (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2008, patient underwent surgery for a repair of a left inguinal hernia. As alleged a bard/davol perfix plug (device #1), was implanted to repair the hernia defect. It is alleged by the patient's attorney that on or about (B)(6) 2010, patient underwent surgery for a repair of a right inguinal hernia. As alleged, a bard/davol perfix light plug (device #2) was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2011, patient underwent surgery for a repair of an umbilical hernia. As alleged, a bard/davol perfix light plug (device #3), (note: lot number not valid for reference number) was implanted to repair the hernia defect. It is alleged by the patient's attorney that on or about (B)(6) 2018, patient underwent an additional surgery to remove the perfix light plug (device #3) that was previously implanted on (B)(6) 2011 and again repair the ventral hernia defect. As alleged, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. As reported, patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective perfix plug.